Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left superficial femoral artery. The 5mmx40mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and was inflated without issue; however, the balloon failed to deflate. The bdc was difficult to retract back into the 6f sheath, some force had to be used to remove the catheter through the sheath. A same size armada 35 bdc was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The deflation issue and difficulty removing from the introducer sheath was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.